Manufacturer narrative:
(B)(4). Date sent: 08/12/2021 d4: batch # u5at7a. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs25b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. However, the anvil was installed onto the trocar without any difficulties. No functional test was performed due to the condition of the trocar. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: was the device completely open when attempting to remove the anvil? Yes. The surgeon always has his scrub tech remove the anvil from the trocar before the case begins, it never happens during the case. What is meant by, ¿metal shavings?¿ when the scrub tech was removing the anvil from the trocar, there were noticeable metal shaving that appeared to scrape off while removing. Where did they see the metal shavings? They saw the metal shavings while removing the anvil from the trocar. Removing the anvil from the trocar was more difficult than usual. Is there a picture available of the metal shavings? No, the small metal shavings fell to the floor. Were there any instruments used to remove the trocar or just the hand? No instruments were used to remove the anvil from the trocar. It was done by hand only. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that pre op to a gastric bypass they had difficulty removing the anvil from the trocar. Once removed they noticed 'metal shavings' in the trocar. A new device was used to complete the case with no patient consequences.